Manufacturer narrative:
Correction: unique device identification (UDI) inadvertently populated on initial MDR. Serial number updated to proper value.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was a damaged support arm ii. The arm was not tightening. It was noted the "fixing strength of the support arm ii was weak." There was no impact to the patient outcome and no delay due to the reported issue.